Manufacturer narrative:
Lifescan has requested the return of the subject meter, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 28, 2006, the lay-user/patient contacted lifescan alleging that his touch basic meter was reading inaccuratley high. The medical affairs specialist spoke to the patient on july 5, 2006, to obtain/verify information. On an unknown date in may 2006, the patient tested his blood glucose, and got around "480 mg/dl." Based on the reading, the patient took an unspecified dose of prescribed "humalog" sliding-scale insulin. At the same time, the patient took his daily 3:00 pm dose of "lantus" insulin (15 units). About 30-45 minutes later, the patient started feeling as though is blood glucose had dropped too much, and drank a "pepsi". After self-treating himself, the patient decided to go downstairs at his to dring more "pepsi", since he still felt low. On the way down stairs, the patient fell down from the 3rd step to the bottom, and felt as though he was "convulsing". The patient was able to drink 2 more "pepsi's", and ate unspecified food. The patient then tested himself again. He reported blood glucose results of "83 mg/dl" with lifescan meter, and "40 mg/dl" oln a backup one touch ii meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient stated that he takes sliding-scale insulin dosages prior to each meal. However, he could not recall how much insulin he took prior to breakfast, and lunch on the day of the event. Also, he could not remember any readings he had gotten prior to the event that same day. This complaint is being reported due to the following conclusion: the patient obtained a reading of about "480 mg/dl., took a dose of humalog insulin, and developed symptoms that could suggest the patient was hypoglycemic. The meter did not meet lifescan's criteria for meter-to other meter accuracy testing. The meter, test strips, and control solution were replaced.